Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the u/d & r/l pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the electrical connector fluid damage, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the suction channel buckled, the control body corroded, the lg cable connector corroded, the operation channel leaky, the segment hard to move, the insertion flexible tube (ift) bump, and the lg root brace rubber discolored ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).